Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 01:04:18. During night drain cycle 12, the patient's ultrafiltration reading was 1703ml, indicating the home patient drained 1103ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A visual inspection was performed. Full functional testing, electrical safety testing, calibration and simulated therapy was performed with no additional defects and malfunctions were found with the device. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, tidal total ultrafiltration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.